Event description:
A us distributor reported that a battery was unable to power on a monitor. A us distributor returned a monitor and reported monitor does not power up.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the monitor was unable to power up. The cause for the failure was isolated to an electrically shorted u1003 on the computer/analog board. The root cause for the shorted u1003 could not be positively identified. There was no adverse event that resulted from the damaged monitor. Device evaluation of battery packs sn (B)(4) and sn (B)(4) have been completed. The reported problem (won't power up) was due to the f1 fuse being open. The cause for the open fuse was excessive current. The root cause for the excessive currents was unable to be positively identified. There was no adverse event that resulted from the damaged batteries.